Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the device was not returned, and a root cause could not be identified. It was noted, however, that error code b40 is the error that occurs when printed circuit (cm) board cannot be recognized. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, there was a potential out of box failure with the evis exera iii video system center. The device failed upon installation. The device received a b40 cv malfunction error code. There were no reports of patient harm.